Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error three times in one week. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.